Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-january -30th. H.6 investigation summary : material #: 367282. Lot/batch #: 23c02a2. Bd received 1 sample and 2 photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for side-pierced sleeve was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of side-pierced sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, customer noticed poor sleeve function. This event occurred 1 time and no report of adverse or injury.

Manufacturer narrative:
(B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3 other text : na.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, customer noticed poor sleeve function. This event occurred 1 time and no report of adverse or injury.